Event description:
The customer complained of erroneous results for 1 patient tested for urea/bun (ureal), creatinine jaffe gen.2 (crej2) and ise indirect k for gen.2. The erroneous results were reported outside of the laboratory. It was noted that the sample was loaded via a modular pre-analytic (mpa) system. The initial ureal result was 93 mg/dl. The initial crej2 result was 13.04 mg/dl. The initial k+ result was 8.1 mmol/l. These results were reported outside of the laboratory where they were questioned by the physician. On (B)(6) 2016 the sample was repeated on a different c702 analyzer and the ureal result was 12 mg/dl, the crej2 result was 0.73 mg/dl and the k+ result was 5.1 mmol/l. The physician had the patient redrawn later and the repeat results were consistent with the results from the second sample. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer visited the customer site and performed a full instrument check. The customer repeated the sample on the c702 analyzer in question and the results were acceptable. Calibrations, quality controls and precision checks were acceptable. A specific root cause could not be identified. Since calibration and quality controls were acceptable at the time of the incident, the most likely root cause relates to a pre-analytic issue.

Manufacturer narrative:
The ureal reagent lot number was 129001. The crej2 reagent lot number was 138590. A specific root cause could not be identified. Quality controls and calibrations were acceptable at the time of the event. A general reagent issue is unlikely. The 3 affected tests are analytes contained in urine in high amounts which is a strong indication that the root cause in this case might be due to cross contamination, however, this cannot be confirmed as the files necessary to review from the mpa are no longer available.